Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) alarm has frequent gas loss alarms with no evidence of a iab leak. Patient received from outside hospital for open heart surgery. Patient had multiple gas loss alarms with no evidence of a iab leak on a cardiosave iabp. Iab catheter was removed with no issues. This report is for the iabp, the iab catheter will be reported separately. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. If any pertinent information is received in the future, a supplemental report will be submitted.